Manufacturer narrative:
D9: 29-jan-2025. H3: one device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device return tube, membrane switch, o-ring, and fan guard were replaced as a preventative measure.

Manufacturer narrative:
B3. Date of event: the date of event provided was incorrect, as it was after the ICU medical and gcm awareness dates. Therefore, the date of event is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump in the water reservoir was not working. No physical damage, or error codes. No additional information provided. There was no patient involvement, and no patient harm/adverse event reported.